Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage to the electronic assembly. The keypad was troubleshot and it was determined not to be the cause of no button response. Displacement test could not be performed due to no button response. No moisture damage was found on the motor, battery tube, vibrator and keypad assembly during visual inspection. The device was also received with a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer called and reported the insulin pump got wet and the keypad stopped working. Customer's blood glucose was 209 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.